Manufacturer narrative:
The customer reported a falsely elevated troponin result on the architect i1000sr; serial number (B)(4). Through troubleshooting the customer cleaned the arc, probe (list number 08c94-47) and then verified the system function by performing a successful calibration. The customer stated that there were no issues after the probe was cleaned and calibrated. Return testing was not completed as returns were not available. A review of instrument (serial number (B)(4)) history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic/discrepant results since the probe was cleaned. A review of the i1000sr tracking and trending data found no trends associated with the false elevated issue described in this complaint. A review for similar complaints identified no trends for the arc, probe (list number 08c94-47). The architect system operations manual contains adequate information for the troubleshooting, cleaning, and replacement of the arc, probe. Based on the investigation no product deficiency was identified for the architect i1000sr; serial number (B)(4), or the arc, probe (list number 08c94-47).

Event description:
The customer observed false positive stat troponin-I results on an architect i1000sr analyzer for two patients. The results provided were: patient 1, initial troponin result=0.041 ng/ml, repeated= 0.022 and 0.024 ng/ml (customer cut off =0.030 ng/ml), patient 2 , initial troponin result=0.31 ng/ml, repeated=<0.010 ng/ml. There was no reported impact to patient management.